Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on july 12, 2017. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an uncertain procedure, the subject devices was used. The probe of the subject device fell off. The fallen probe was retrieved. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on july 12, 2017. The probe was broken off. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the coating damage. The report regarding the probe damage is going to be separately submitted.